Event description:
It was reported to philips that the system's wired footswitch was intermittently working, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was being performed when the issue occurred and was completed as planned by pressing the foot pedal again. Customer reported to philips that the system's wired footswitch was not working intermittently. Upon troubleshooting, the philips field service engineer (fse) found that the footswitch was contaminated with liquid. The cause of the foot switch pedal failure was not conclusively determined by the supplier's part analysis but found other failure as missing anti slip, and loose bracket. To resolve the issue, the fse replaced the foot switch and tested it, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The clinical procedure was completed as planned on the same system by pressing the foot pedal again. A scenario where the procedure can be completed on the same system without a delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.